Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. The reported issue was investigated further on-site and no signs of water was found. However it was found that the inspiratory pipe was faulty and required replacement. After replacement of the inspiratory pipe, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's inspiratory section was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: 932703